Event description:
Because of braca-I positivity, pt had mastectomies and insertion of mentor memoryshape breast implants on (B)(6) 2017. On (B)(6) 2019, ultrasound showed ruptured implant, right breast. On (B)(6) 2019 bilateral implants were removed and replaced with mentor memoryshape breast implants. Pathology report on (B)(6) 2019 reported left breast, negative for malignant lymphoma. Same report reported right breast. Breast implant-associated anaplastic large cell lymphoma with tumor cells in the fibrinous exudate of the capsule and no evidence of invasion of the capsule. On (B)(6) 2019, pet/CT scan reported chest-findings are suspicious for malignancy. On (B)(6) 2019, bilateral implants and capsules were removed. FDA safety report ID# (B)(4).